Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 4-1 on the main-3 was showing errors. The field service engineer replaced the worn retractor band, reseated row board cable on the drawer controller and cleared all debris in cubie trays to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer m4.1 cubies were failed. The customer stated that this malfunction caused an delay to the patient care. There were no adverse events or injuries reported based on this incident.